Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, he patient was sitting and watching tv when she lost consciousness. The spouse called the paramedics and they took a blood glucose reading which was 37 mg/dl and the cgm reading was 200 mg/dl. They took the patient to the emergency room and the patient was treated there but they could not remember the medication that was provided. The patient was discharged the same day. At the time of the report she was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. No data was provided for evaluation. The customer complaint cannot be determined because there is no data in the cloud. No additional patient or event information is available.